Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced difficult plunger rod movement. The following information was provided by the initial reporter: plunger rod difficult to move. When did the incident occur?: during use. Serious injury: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1270850; medical device expiration date: 30-sep-2026; device manufacture date: 27-sep-2021. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12-apr-2022 h.6. Investigation: customer returned (2) loose 0.5ml bd insulin syringes. The consumer reported that the needle shield is difficult to remove, needle hub separated and stayed in the shield. The samples were examined, and it was observed that one syringe featured a detached needle hub/shield assembly; no damage to the barrel tip was observed. The other syringe was tested to determine the shield removal force and measured within specification at 2.95 lbs (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs). A review of the device history record was completed for batch# 1270850. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced difficult plunger rod movement. The following information was provided by the initial reporter: plunger rod difficult to move. When did the incident occur?: during use serious injury: no